Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient would like to change physicians for axonics due to difficulties at their current physician's office. The office will not follow up with the patient and will not answer the patient's calls. The patient currently has a uti and the office will not return the patient's call so that they can get antibiotics. The patient was informed that the next closest one to them was 40 miles away. The patient does not have any complaints regarding the axonics product but would like to get a revision surgery. The patient's insurance has been having a hard time contacting the physician's office to get a prior authorization for the procedure. The cs reached out and the patient is doing well. The patient is reestablishing care with another physician. They were provided with oral medications to resolve the uti symptoms. The patient is requesting a revision for a battery swap from rechargeable to recharge-free for ease. The patient must charge once a week and is aging/traveling more. They therefore want more independence with their device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient would like to change physicians for axonics due to difficulties at their current physician's office. The office will not follow up with the patient and will not answer the patient's calls. The patient currently has a uti and the office will not return the patient's call so that they can get antibiotics. The patient was informed that the next closest one to them was 40 miles away. The patient does not have any complaints regarding the axonics product but would like to get a revision surgery. The patient's insurance has been having a hard time contacting the physician's office to get a prior authorization for the procedure. The cs reached out and the patient is doing well. The patient is reestablishing care with another physician. They were provided with oral medications to resolve the uti symptoms. The patient is requesting a revision for a battery swap from rechargeable to recharge-free for ease. The patient must charge once a week and is aging/traveling more. They therefore want more independence with their device.